Manufacturer narrative:
Concomitant medical products: product ID: (B)(4), lot#, serial# (B)(4), implanted: (B)(6) 2022, explanted: (B)(6) 2022, product type screening device information references the main component of the system. Other relevant device(s) are: product ID: (B)(4), serial/lot #: (B)(4), ubd: (B)(6) 2026, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from multiple sources (manufacturer representative (rep), healthcare provider (hcp)) regarding a trial patient who was using an external neurostimulator (ens) for unknown indications for use. It was reported that the patient has a spinal infection post trial. The cause of the infection was the spinal cord stimulator (scs) trial. The issue is currently ongoing. The patient was hospitalized. The patient has an active infection and it requiring antibiotics. The patient complained of pain at the lead pull to the physician. No rep present. Patient in communication with rep stated that pain felt better once lead was removed and was still excited to get the permanent implant.